Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports that a patient was mildly burned during procedure. Patient is fine. Customer not sure if retractor was used in surgery. On (B)(6) 2014, the customer promised to answer email questions. Multiple requests were made, but no responses were received.